Manufacturer narrative:
This report is submitted on may 08, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011. - attachment: [80540 - device analysis report.pdf]

Event description:
It was reported that the patient experienced a lack of clinical benefit with device use, resulting in the decision to explant the device on (B)(6) 2017.